Manufacturer narrative:
The device has been returned for evaluation, and the investigation is ongoing. Once we have additional relevant information we will submit it in a supplemental report.

Event description:
Complainant alleges "sterilized failure".

Manufacturer narrative:
The device was returned for evaluation. The tip cleaner was caught in the seal, causing a sterility seal failure. The root cause is most likely operator error as the operator manually loads each tip cleaner into the pouch. If any additional relevant information is identified it will be submitted in a supplemental report.